Event description:
Approx 3 months post gore excluder bifurcated endoprosthesis implant; a persistent type ii endoleak was detected and successfully resolved by coil embolization of the lumbar and internal mammary artery. Final ultrasound revealed resolution of the type ii endoleak. The clinical status of the pt is stable.